Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit stopped inflating.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, h6 (health effect ¿ clinical code, health effect ¿ impact code). Addiional point of contact: name: (B)(4) . A getinge field service engineer (fse) visited onsite and took a look at the logs, nothing unusual that would indicate a failure of the unit or sudden stop. Ran unit successfully for an hour with no failure or sudden stoppage. Unit returned to customer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit stopped inflating. Patient was not harmed, no other information was provided.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).